Event description:
Information was received from a patient's representative regarding a patient with an implanted neurostimulator (ins) for urinary dys function/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that a couple of weeks ago the patient had an MRI of their foot. The caller said they turned the patient's stimulation off for the MRI and then called to ask what patient's set tings were and ever since then the patient has been experiencing a sensation "every 15 minutes or so" where they have to lean over and stand still for a minute and then right away they need to go to the bathroom. The caller said that they turned their stimulation down a few days earlier and it was still happening so yesterday they turned ins off, but it is still happening. Patient service specialist reviewed MRI mode with the caller and redirected to healthcare provider for further troubleshooting. Caller said patient has an appointment scheduled with hcp next week.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.